Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and deployed without issues, reducing mr to a grade of 2+. However, shortly after deployment, the clip opened to roughly 30 degrees, causing mr to increase to a grade of 3-4. The clip remained stable and the physician decided to not implant an additional clip; therefore, the procedure was discontinued. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on information reviewed and without a device to analyze, a cause for the reported clip open while locked in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.